Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 27-dec-2017 from the nurse. This case concerns a (B)(6) male patient who received treatment with synvisc one and after unknown latency the patient had very limited range of motion, neutrophil count of 64 (high), showed cloudiness, swelling, acute inflammatory reaction, a lot of pain/ pain, 3+ effusion in the left knee, knee was warm; also, device malfunction was identified for the reported lot number. No concomitant medication or concurrent condition was provided. Patient had synvisc one in the past (last on (B)(6) 2017; in the left knee) with no issue. No history they have noted of immunosuppressant therapy. Medications listed included metoprolol succinate (toprol), hydrochlorothiazide, potassium, trazodone and glucosamine. No allergies to anything and overall health presumed to be ok. The medical history included stroke, stomach ulcers, irritable bowel, hepatitis (type unknown) and hypertension. On (B)(6) 2017, the patient complained of left knee pain. Patient was a candidate for future total knee replacement (tkr), but was trying to delay as he had a tkr in the right knee and was not pleased with the results. On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection, at the dose of 6 ml once (dose: unknown) (batch/lot number: 7rsl021; expiry date: 31-may-2020) bilaterally for left knee pain. Patient reported acute inflammatory reaction and a lot of pain. When patient got to the office, the exam showed pain, swelling, no redness, and per patient no fever. The physician's exam reported tense 3+ effusion in the left knee, pain, very limited range of motion, knee was warm, but not erythematous and does not have induration. The patient had received a corticosteroid injection in the knee a little over a month ago. The physician aspirated 100 cc of yellow appearing joint fluid and then gave triamcinolone acetonide (kenalog) due to the reaction. The aspirate had a little turbidness in appearance, but did not look overly turbid. The patient was immediately feeling better after the aspiration. The reporter did not have any notes about assistive cane, etc., being used and assumed he walked out of the office as he had walked in. The aspirate was sent off. The results showed cloudiness, neutrophil count of 64 (high), total nucleated cell count was 27.625, the color was yellow, no crystals or synovial fluid seen, no anaerobes isolated, gram stain showed many white blood cells (wbc), but no organisms. It was assumed he was doing ok since he had not contacted the office again. The procedure in the office included topical disinfectant, injection of 3 cc of lidocaine (no epi) into the anterolateral portal of the left knee. After the lidocaine injection, the synvisc one was injected. Corrective treatment: aspirated 100 cc of yellow appearing joint fluid and triamcinolone acetonide (kenalog) for acute inflammatory reaction; aspirated 100 cc of yellow appearing joint fluid for 3+ effusion in the left knee; not reported for rest outcome: recovering for all an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for device malfunction and acute inflammatory reaction pharmacovigilance comment: sanofi company comment dated 2-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced limited range of motion. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 27-dec-2017 from the nurse. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and after one day very limited range of motion/pain limited rom, a lot of pain/pain/increased pain to left knee, 3+ effusion in the left knee, knee was warm/knee is warm; after an unknown latency neutrophil count of 64 (high), showed cloudiness, swelling, acute inflammatory reaction; also, device malfunction was identified for the reported lot number. No concomitant medication or concurrent condition was provided. Patient had synvisc one in the past (last on (B)(6) 2017; in the left knee) with no issue. No history they have noted of immunosuppressant therapy. Medications listed included metoprolol succinate (toprol), metoprolol tartrate (metoprolol), simvastatin, hydrochlorothiazide, potassium, trazodone and glucosamine. No allergies to anything and overall health presumed to be ok. The medical history included stroke, stomach ulcers, irritable bowel, (B)(6) (type unknown) and hypertension. On (B)(6) 2017, the patient complained of left knee pain. Patient was a candidate for future total knee replacement (tkr), but was trying to delay as he had a tkr in the right knee and was not pleased with the results. On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection, at the dose of 6 ml once (dose: unknown) (batch/lot number: 7rsl021; expiry date: may-2020) bilaterally for left knee pain. Patient reported acute inflammatory reaction and a lot of pain. When patient got to the office, the exam showed pain, swelling, no redness, and per patient no fever. The physician's exam reported tense 3+ effusion in the left knee, pain, very limited range of motion, knee was warm, but not erythematous and does not have induration. The patient had received a corticosteroid injection in the knee a little over a month ago. The physician aspirated 100 cc of yellow appearing joint fluid and then gave triamcinolone acetonide (kenalog) due to the reaction. The aspirate had a little turbidness in appearance, but did not look overly turbid. The patient was immediately feeling better after the aspiration. The reporter did not have any notes about assistive cane, etc., being used and assumed he walked out of the office as he had walked in. The aspirate was sent off. The results showed cloudiness, neutrophil count of 64 (high), total nucleated cell count was 27.625, the color was yellow, no crystals or synovial fluid seen, no anaerobes isolated, gram stain showed many white blood cells (wbc), but no organisms. It was assumed he was doing ok since he had not contacted the office again. The procedure in the office included topical disinfectant, injection of 3 cc of lidocaine (no epi) into the anteriolateral portal of the left knee. After the lidocaine injection, the synvisc one was injected. On (B)(6) 2017 patient was back to work. Corrective treatment: aspirated 100 cc of yellow appearing joint fluid and triamcinolone acetonide (kenalog) for acute inflammatory reaction; aspirated 100 cc of yellow appearing joint fluid for 3+ effusion in the left knee; not reported for rest outcome: recovering for all a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for device malfunction and acute inflammatory reaction follow up was received on 15-jan-2017. Global ptc number was added. Additional information was received on 30-jan-2018 from the healthcare professional (nurse). Event of very limited range of motion was updated to very limited range of motion/pain limited rom; a lot of pain/pain was updated to a lot of pain/pain/increased pain to left knee; event of knee was warm was updated to knee was warm/knee is warm. Concomitant medications were added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 30-jan-2018: follow up information did not change the previous case assessment.this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced limited range of motion. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 27-dec-2017 from the nurse. This case concerns a 68 year old male patient who received treatment with synvisc one and after one day very limited range of motion/pain limited rom, a lot of pain/pain/increased pain to left knee, 3+ effusion in the left knee, knee was warm/knee is warm; after an unknown latency neutrophil count of 64 (high), showed cloudiness, swelling, acute inflammatory reaction; also, device malfunction was identified for the reported lot number. No concomitant medication or concurrent condition was provided. Patient had synvisc one in the past (last on (B)(6) 2017; in the left knee) with no issue. No history they have noted of immunosuppressant therapy. Medications listed included metoprolol succinate (toprol), acetyl salicyclic acid (asa) metoprolol tartrate (metoprolol), simvastatin, hydrochlorothiazide, potassium, trazodone and glucosamine. No allergies to anything and overall health presumed to be ok. The medical history included stroke, stomach ulcers, irritable bowel, hepatitis (type unknown) and hypertension. On (B)(6) 2017, the patient complained of left knee pain. Patient was a candidate for future total knee replacement (tkr), but was trying to delay as he had a tkr in the right knee and was not pleased with the results. On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection, at the dose of 6 ml once (dose: unknown) (batch/lot number: 7rsl021; expiry date: may-2020) bilaterally for left knee pain. Patient reported acute inflammatory reaction and a lot of pain. When patient got to the office, the exam showed pain, swelling, no redness, and per patient no fever. The physician's exam reported tense 3+ effusion in the left knee, pain, very limited range of motion, knee was warm, but not erythematous and does not have induration. The patient had received a corticosteroid injection in the knee a little over a month ago. The physician aspirated 100 cc of yellow appearing joint fluid and then gave triamcinolone acetonide (kenalog) due to the reaction. The aspirate had a little turbidness in appearance, but did not look overly turbid. The patient was immediately feeling better after the aspiration. The reporter did not have any notes about assistive cane, etc., being used and assumed he walked out of the office as he had walked in. The aspirate was sent off. The results showed cloudiness, neutrophil count of 64 (high), total nucleated cell count was 27.625, the color was yellow, no crystals or synovial fluid seen, no anaerobes isolated, gram stain showed many white blood cells (wbc), but no organisms. It was assumed he was doing ok since he had not contacted the office again. The procedure in the office included topical disinfectant, injection of 3 cc of lidocaine (no epi) into the anteriolateral portal of the left knee. After the lidocaine injection, the synvisc one was injected. On (B)(6) 2017 patient was back to work. Corrective treatment: aspirated 100 cc of yellow appearing joint fluid and triamcinolone acetonide (kenalog) for acute inflammatory reaction; aspirated 100 cc of yellow appearing joint fluid for 3+ effusion in the left knee; not reported for rest outcome: recovering for all a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for device malfunction and acute inflammatory reaction follow up was received on 15-jan-2017. Global ptc number was added. Additional information was received on 30-jan-2018 from the healthcare professional (nurse). Event of very limited range of motion was updated to very limited range of motion/pain limited rom; a lot of pain/pain was updated to a lot of pain/pain/increased pain to left knee; event of knee was warm was updated to knee was warm/knee is warm. Concomitant medications were added. Clinical course was updated and text amended accordingly. Follow-up information was received on 19-mar-2018. No new information was received. Additional information was received on 19-mar-2018 from the patient. Concomitant medication was added. Text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 19-mar-2018: follow up information did not change the previous case assessment.this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced limited range of motion. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case was cross referenced with(B)(4). (Cluster). This unsolicited case from united states was received on 27-dec-2017 from the nurse. This case concerns a 68 year old male patient who received treatment with synvisc one and after one day very limited range of motion/pain limited rom, a lot of pain/pain/increased pain to left knee, 3+ effusion in the left knee, knee was warm/knee is warm; after an unknown latency neutrophil count of 64 (high), showed cloudiness, swelling, acute inflammatory reaction; also, device malfunction was identified for the reported lot number. No concomitant medication or concurrent condition was provided. Patient had synvisc one in the past (last on 01-jun-2017; in the left knee) with no issue. No history they have noted of immunosuppressant therapy. Medications listed included metoprolol succinate (toprol), acetyl salicyclic acid (asa) metoprolol tartrate (metoprolol) for blood pressure, simvastatin, hydrochlorothiazide, potassium, trazodone and glucosamine. No allergies to anything and overall health presumed to be ok. The medical history included stroke, stomach ulcers, irritable bowel, hepatitis (type unknown) and hypertension. The patient had no known drug allergies. On (B)(6) 2017, the patient complained of left knee pain. Patient was a candidate for future total knee replacement (tkr), but was trying to delay as he had a tkr in the right knee and was not pleased with the results. On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection, at the dose of 6 ml once (dose: unknown) (batch/lot number: 7rsl021; expiry date: may-2020) bilaterally for left knee pain. Patient reported acute inflammatory reaction and a lot of pain. When patient got to the office, the exam showed pain, swelling, no redness, and per patient no fever. The physician's exam reported tense 3+ effusion in the left knee, pain, very limited range of motion, knee was warm, but not erythematous and does not have induration. The patient had received a corticosteroid injection in the knee a little over a month ago. The physician aspirated 100 cc of yellow appearing joint fluid and then gave triamcinolone acetonide (kenalog) due to the reaction. The aspirate had a little turbidness in appearance, but did not look overly turbid. The culture was sent and result showed no growth. The patient was immediately feeling better after the aspiration. The reporter did not have any notes about assistive cane, etc., being used and assumed he walked out of the office as he had walked in. The aspirate was sent off. The results showed cloudiness, neutrophil count of 64 (high), total nucleated cell count was 27.625, the color was yellow, no crystals or synovial fluid seen, no anaerobes isolated, gram stain showed many white blood cells (wbc), but no organisms. It was assumed he was doing ok since he had not contacted the office again. The procedure in the office included topical disinfectant, injection of 3 cc of lidocaine (no epi) into the anteriolateral portal of the left knee. After the lidocaine injection, the synvisc one was injected. On 07-dec-2017 patient was back to work. On (B)(6) 2017, it was notified that the patient's lot number was ecalled corrective treatment: aspirated 100 cc of yellow appearing joint fluid and triamcinolone acetonide (kenalog) for acute inflammatory reaction; aspirated 100 cc of yellow appearing joint fluid for 3+ effusion in the left knee; not reported for rest outcome: recovering for all a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for device malfunction and acute inflammatory reaction reporter causality: according to the reporter, the events of swelling/increased swelling to left knee, a lot of pain/pain/increased pain to left knee, 3+ effusion in the left knee and knee was warm/knee is warm were related to synvisc one. Follow up was received on 15-jan-2017. Global ptc number was added. Additional information was received on 30-jan-2018 from the healthcare professional (nurse). Event of very limited range of motion was updated to very limited range of motion/pain limited rom; a lot of pain/pain was updated to a lot of pain/pain/increased pain to left knee; event of knee was warm was updated to knee was warm/knee is warm. Concomitant medications were added. Clinical course was updated and text amended accordingly. Follow-up information was received on 19-mar-2018. No new information was received. Additional information was received on 19-mar-2018 from the patient. Concomitant medication was added. Text amended accordingly. Follow-up information was received on 17-apr-2018. No new information was received. Additional information was received on 24-apr-2018 from a nurse. Concomitant medication indication was added. Patient's height and lab of synovial fluid culture was added. Text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 24-apr-2018: follow up information did not change the previous case assessment.this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced limited range of motion. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.